Manufacturer narrative:
(B)(6). Concomitant product: 8253200: patient interface response 3.0, serial # (B)(4), lot # 207443352, manufactured date- (B)(6) 2013. (B)(4). The mainframe (part # 8253001) and patient interface (part # 8253200) were returned for evaluation. Evaluation of the mainframe (part # 8253001) could not duplicate customer's issue ¿not stimulating nerve.¿ evaluation found that the unit display screen was unresponsive since the touchscreen was scratched, bezel gasket was sticky and touchscreen board volume knob was loose. Evaluation also found that the unit failed software upgrade due to dsp board failure. The unit was repaired and tested to specification. Evaluation of patient interface (part # 8253200) found that stim 1 was not working due to a blown fuse. The blown fuse was replaced and tested to manufacturing specifications. Results: stress problem. (B)(4). This device is used for therapeutic purposes.

Event description:
It was reported that the device was not working properly, it was not stimulating the nerve. There was no reported patient impact.